Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap in adhesive area (z-block) at the distal end, and adhesive around objective lens has a chip is traced to component failure, due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service team indicated that a gap in the adhesive area at the distal end (z-block). In addition, there was a chip in the adhesive around the objective lens. There was no patient involvement.